Event description:
It was reported the patient's blood glucose level rose to 301 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device had the cannula assembly deployed. Inspection of the device found no defects or abnormalities that would lead to improper insertion of the cannula; a root cause for the event could not be determined. Investigation found that the exposed portion of the soft cannula was damaged, allowing fluid to exit from the fluid path. It cannot be determined when or how this damage occurred. Data downloaded from the device shows no timeouts or drive stalls that would indicate a struggle to deliver insulin. No other defects or abnormalities were found during investigation.